Manufacturer narrative:
Additional information. The device is expected for return, but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract procedure, the surgeon inadvertently punctured the scrub technician with the trocar (exposing blood) during attempt to implant one (1) of the two (2) stents from a trabecular micro bypass stent system. A back-up device was used to complete the procedure successfully. Per report, the needlestick protocol was subsequently followed by the facility. Additional information has been requested.